Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: not explanted as of this report, issue with granuloma, pain, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of unknown age who underwent breast prostheses implantation with mentor gel implants on unknown date experienced bilateral implant rupture with silicone migration to the lymph nodes. The lymph nodes are swollen and adversely affected by the silicone that had migrated into them. The patient required removal of the implants as well as removal of 9 lymph nodes. The patient reports that post-removal, silicone continues to migrate to her lymph nodes, and she has pain beneath her arm and shoulder that is restricting her daily activities. Breast implants are not lifetime devices. Breast implants rupture when the shell develops a tear or hole. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Silicone gel-filled implant ruptures are most often silent, meaning most of the time neither the patient nor the surgeon will know if the implant has a tear or hole in the shell. However, sometimes there are symptoms associated with gel implant rupture. These symptoms include hard knots or lumps surrounding the implant or in the armpit, change or loss of size or shape of the breast or implant, pain, tingling, swelling, numbness, burning, or hardening of the breast. The following things may cause implants to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Multiple attempts have been made to obtain additional details regarding this event. However, no additional information has been made available. Should additional information become available, this case will be re-assessed and notes will be updated. This report is for the right side.